Event description:
Patient was revised due to a subsided tibial tray that became loose at cement /bone interface.. The cement manufacturer is unknown. Update rec¿d (B)(6) 2014- patient's medical records were received. Records indicate depuy cement was used at the primary. The cement is being added to the complaint at this time. The complaint was updated on: (B)(6), 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were provided. Review of the supplied medical records confirmed subsidence of the tibial component. A complaint database search finds no additional reports against the provided product and lot combination. The investigation could not draw any conclusions about the root cause of the subsidence; however, the patient's morbide obesity is possible contributing factor. IFU's state that it is imperative that the patient be instructed about the strength limitations of the materials used in the device and for fixation. Obesity, at this level, could impose severe loading on the affected extremity and replacement thereby causing increased wear leading to early failure of the device. No evidence as found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.